Event description:
Manufacturer follow up with the reporter revealed the medication change in keppra is not related to the arrhythmias, and that the arrhythmias are believed to be due to vns stimulation. The vns will remain disabled for now, and may be turned on again in the future at low settings. The patient's seizures are intractable and part of her disease and are not related to the vns. The patient's seizures are not increased per the reporter.

Event description:
Reporter indicated a vns patient had bradycardia and increased seizures on (B)(6) 2011. When the patient presented to the emergency room, the heart rate was 20-30 beats per minute. The patient was asymptomatic. The patient's normal heart rate is 70. The vns was disabled and the patient was hospitalized for observation. The vns was enabled on (B)(6) 2011 and the patient had bradycardia again and the vns was disabled. The patient has no personal or family history of cardiac events. The patient did have an increase in her keppra medication 60 days prior to the bradycardia event, which is believed to have possibly contributed to the bradycardia. It is unknown if the bradycardia is occurring with the vns stimulation on time, but the bradycardia did occur after a vns setting change from 1.5ma to 1.75ma output current on (B)(6) 2011. Telemetry and electrocardiography were used to confirm the bradycardia. The vns is related to the vns stimulation, and it is believed the vns exacerbated or co-currently contributed to the bradycardia. The patient was discharged from the hospital on (B)(6) 2011. The plan of care was to enable the vns again at lower settings, as the vns has been very helpful for the patient's seizures. Attempts for further information are in progress.